Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions the customer experienced elevated blood glucose levels (270-290 mg/dl) for 12 hours after changing out the cartridge and supplies. Customer stated there was medium size bubbles in the tubing. Customer delivered injections and limited food intake to stabilize blood glucose levels. Tandem technical support reviewed the cartridge load procedure with the customer. Recommendation was made to discuss diabetes management with health care provider.